Manufacturer narrative:
(B)(4).

Event description:
It was reported that early battery depletion was observed and the device was controlled prior to implantation. Device was not implanted. No further information available.

Manufacturer narrative:
The reported low capacity to eri was confirmed in the laboratory and was due to manual capacitor maintenance charges performed prior to implant. The device was tested on the bench and no anomaly was found.